Event description:
It was reported that shaft break occurred. A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft broke. The procedure was completed with another of the same device. There were no patient complications reported.